Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced pacemaker mediated tachycardia (pmt). In addition, the patient with this device fell and had a broken rib. It was not known if the patient passed out. Boston scientific technical service (ts) discussed the rhythm appears to be atrial driven and ended with algorithm. Ts also suggest measuring retrograde timing and adjust post ventricular atrial refractory period (pvarp) appropriately. This device remains in service. No adverse patient effects were reported.